Event description:
During baxter's functional testing of a spectrum pump the device failed to detect an upstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). During baxter's eval, undetected upstream occlusion alarm was confirmed during initial testing. Further eval was unable to reproduce the undetected upstream occlusion alarms. The device passed all upstream occlusion testing and was operating within specification.